Event description:
The patient presented with a paa. A gore viabahn endoprosthesis was advanced using a .018" guidewire and a 12fr. Cook sheath. As the physician pulled the deployment line approximately two feet, the deployment line broke. The deployment catheter was eventually "spit" to retrieved the line and deployment was completed. Upon the withdrawal of the introducer sheath, four sheath kinks were noted. The patient was fine post procedure.

Manufacturer narrative:
Device left implanted and functioning as intended. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.